Event description:
In 2013 I was diagnosed with migraines. I get several migraines a month about 5 times a month; they are so bad that I can't even move. Also, in 2013, I had to drive myself to the emergency room due to excessive menstrual bleeding, I was going through a tampon and a pad less than an hour. My obgyn at the time suggested that I had a hysterectomy due to the lack of health insurance. I was unable to have the surgery done. As of right now I still have the device inside of me and every month it's a living hell, my right side hurts constantly with severe cramps. Sexual intercourse is nearly impossible due to the pain.